Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as malignant pain and other carcinoma. The patient's medical history included kidney problems and feeding tube. It was reported the patient underwent a catheter revision after their "first catheter fell out of their spine." The patient had poor therapy relief for some time prior to the catheter dislodgement. The dislodgement was identified incidentally during imaging studies for another disease. The issue was resolved at the time of this report. The patient status at the time of this report was unable to be obtained. The catheter revision procedure was performed in (B)(6) 2014. Follow-up was being conducted to obtain drug information, other medications taken, and cause of the catheter dislodgement. If additional information is received, a follow-up report will be sent.